Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level, remaining within normal range. Customer was assisted by technical support to resolve the issue; they inspected and cleaned the pump's pneumatic tap area, removed any obstructions, and successfully completed the load process, allowing them to resume insulin delivery.